Manufacturer narrative:
A manufacturer lot code was not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by e-mail that the tampons fell apart during use. She did not specify if they fell apart during application, wear or removal, nor did she specify how many times this event occurred. There have been three attempts ((B)(6) 2018) to contact the consumer for more information; whereupon, no answer was received. It is unknown if the consumer received medical assistance. No further information is available at this time.